Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-7300rbe round burr advanced and locked during use. This was discovered during a wrist arthroscopy/rhizarthrosis procedure with no patient harm. The case was completed with another shaver blade. Additional information provided 22-dec-2025: it was further reported that no breakage or production of debris occurred. No case delay was experienced, and no additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the tip with some remaining tissues. No device breakage, deformation was observed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported issue is attributed to user error, as excessive tissue accumulation on the tip of the device during use resulted in the device becoming stuck and did not improve cutting performance.